Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging inaccurate control solution results. The reporter could not provide any specific results which were obtained. It is not known whether this falls out with the control solution range for this strip lot. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.